Event description:
"A double lumen umbilical catheter developed a leak at the distal lumen luer lock connection. A close examination revealed that the connector had a crack in it that allowed tpn and lipids to leak out. This has happened numerous times over the last twelve months and the MFR has not been able to resolve the issue. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". The returned catheter hubs were examined visually and microscopically. The visual exam showed that the hubs were cracked vertically. The microscopic exam showed evidence of tool marks on the hubs. The cracking was consistent with mechanical stress. The hub of the catheter is believed to have been lightened too tightly, with or without the use of tools, which may result in cracking of the hub. Vygon recommends that care be taken in making attachments, so that the connections are not over tightened, and tools, such as forceps should never be used to tighten the hubs, as this may result in cracking.